Event description:
It was reported that the patient intentionally selected larger meal entries to prompt additional insulin delivery for elevated blood glucose and received education on proper meal announcement, high glucose management, and how the system adapts. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included complaint handling and user education with troubleshooting guidance. Investigation of this case revealed user technique error related to incorrect meal size selection, with the device and its components not exhibiting malfunction. It was concluded, based on previously established findings for similar reports, that user error was the most likely cause.